Event description:
A surgeon reported a refractive surprise following an intraocular lens (iol) implant procedure. In a f/u, the surgeon reported the correct lens was chosen based on the calculations. The pt's distance vision correction was not what was expected. The postoperative refraction was over 2 diopters off the intended target.

Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. The handpiece and cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was returned on (B)(4) 2014. (B)(4).